Event description:
Customer reported the device was broken/damaged. It was reported there was no patient involvement.

Manufacturer narrative:
The correct awareness date in g4 field of initial MDR pr (B)(4) (mrn 2016493-2020-10418) is 24aug2020. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA.. Ca-2018-0161for iui damages, #1604765 for rear case. A review of the device history record for (B)(6) was performed from date of manufacture 9/20/2011 to the present date 10/22/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported the device was broken/damaged. It was reported there was no patient involvement.